Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage at the infusion site and adhesive failure (tape not sticking) on (B)(6) 2026, after the infusion set had been in use for four days. No further information available.